Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high co2 results on two patient samples generated by the unicel dxc 600 pro synchron clinical system. The results were not reported outside of the laboratory. When the anion gaps were low for these samples, the samples were rerun on a different instrument in the laboratory and those results were reported. The results provided by the customer. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Qc prior to the event was within the lab's established ranges but on the high end of the range for the low level control. A field service engineer (fse) went on-site and replaced the co2 electrode membrane, cleaned the flowcell and verified performance.